Event description:
A report was received stating a 10dct tracheostomy tube's pilot balloon did not "hold up". This trach had the older clear pilot balloon, versus the new blue version. Product was tested prior to use and there was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). One sample of a disposable tracheostomy tube was received for evaluation. The sample was received inside its box and it contained: one 10dct outer cannula, one size 10dic inner cannula, one size 10 obturator, one neck strap and one shiley instructions for use (IFU). A visual inspection was performed and it was observed that all components were assembled properly. Inflation and deflation testing was performed using a syringe. 20 cc of air was applied and the cuff was found to hold the air. No deflation was observed. The sample was left inflated 24 hours and no leaks were observed. Additionally ,the sample was submerged into a container filled with water and no leaks were observed in the inflation line nor in the valve. The reported failure mode was not confirmed.